Event description:
Device malfunction: premature deployment. Time of malfunction: during device preparation. Symptoms/ae: no pt involvement. It was reported that prior to an unk procedure, after flushing the device during preparation, one row of the stent struts was prematurely deployed. The physician attempted to re-sheath the stent row, but the stent completely deployed. A second xpert stent was used successfully to complete the procedure. There was no further info provided.

Manufacturer narrative:
The device has been received. Investigation is not yet complete.